Event description:
During a stenting procedure in the iliac artery, the balloon was reported to have ruptured. The vessel was described as having severe calcification, mild tortuosity and an 88% stenosis. The product was advanced over the guidewire and through the sheath introducer to the lesion. The balloon was inflated using an indeflator; however, the balloon ruptured at nominal pressure. Therefore, it was withdrawn from the pt, and another balloon catheter was used to complete the procedure. There was no reported pt injury. The product was not returned for analysis. A DHR review was performed and showed that this lot of products, including subassemblies, met all requirements per the applicable mfg quality plan, including burst test values. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.